Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - ref 01.26.52mb / lot 101399 quality and mfg documents were reviewed for the lot 101399 (B)(4): all parameters related to the external diameter were found to be conforming to specifications valid at the time of production. (B)(4) pieces were implanted up to now (14 in the USA) and only this case was reported. Statistics - all the events involving versafitcup acetabular shell notified as complaints were reviewed. The failure to press fit occurred three times in 2010, (B)(4), no similar events on the same issue were reported in the past. The three events involve three different lots of acetabular shells and the problem occurred twice to dr (B)(6) and once to doctor (B)(6), both in the USA. No other surgeons notified the instability of medacta's metal backs so far. For this reason, the failure to press fit is likely to be associated with the reaming techniques and the event is thought to be not device related.

Event description:
The acetabular shell came out during hip reduction. The surgeon has noticed that the component was not stable after implantation. A screw holed cup was implanted and the surgery completed successfully.